Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. The physician was inserting essure implant to the patient who had one essure inserted about a month ago and now inserted the other implant. The catheter went slowly to the tube; after pushing discharge, physician started slowly pull catheter away. The implant had not got loose from the catheter and the other end was stuck in patient's tube. Finally most part of implant came out but a little part of implant remained in patient. New insertion was not tried and laparoscopic sterilization is planned. Follow-up information received from physician on (B)(6) 2015 implant to the right side was inserted on (B)(6) 2015 but then endometrium swollen and insertion to the left could not be performed. On (B)(6) 2015 visibility was good and implant was inserted to the left side normally but implant did not get loose from the inserting instrument. Implant stretched until it rend off. A little part remained deep in left tubal opening. It was so deep that it could not be catched with forceps (in the end it was visible by ultrasound, 2,8mm). A new implant past to the part was not dared to try. Filsie-laparoscopy will be performed to the patient. Lot number was c68799. Case upgraded to incident. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that the implant had not got loose from the catheter and the other end was stuck in patient's tube. Most part of implant came out but a little part of implant remained in tube (seen as device breakage). The event device breakage is non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case initially was regarded as other reportable incident. According to follow up information, an intervention will be required (laparoscopy). Thus, this case was upgraded to incident. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 31-aug-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a product technical issue. In addition, the ae case refers to a usability issue. The bayer reference number for the ptc report is (B)(4). Final assessment: lot number: c68799; production date: 27-jun-2014; expiration date: 30-jun-2017. Failure mode/mechanism the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. No micro-insert received. The large tight pitch coil was stretched. All IFU steps were completed as evidenced by the location of the delivery wire holder within the handle assembly. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking and detachment difficulty is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. The returned complaint sample was inspected. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-sep-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that the implant had not got loose from the catheter and the other end was stuck in patient's tube. Most part of implant came out but a little part of implant remained in tube (seen as device breakage). The event device breakage is non-serious and listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case initially was regarded as other reportable incident. According to follow up information, an intervention will be required (laparoscopy). Thus, this case was upgraded to incident. According to technical analysis of received sample, there is no reason to suspect a quality deficit of the product. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 10-jun-2016 laparoscopy was performed and part of the implant was removed and sterilization with clips was performed. The physician has not heard about the patient after that. The physician assumed that the patient is feeling well and everything is fine with her. Device breakage questionnaire received on 15-jun-2016 from the physician: breakage of the implant was diagnosed during placement. It was reported that when the implant was inserted into fallopian tube, the launch failed due to technical reasons. While removing the implant, part of it was left in the tube. The essure's instructions for use (IFU) were followed. Broken pieces were retrieved from the fallopian tube by laparoscopy. The patient had no injury and the outcome of the event was reported as recovered. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 15-jun-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that the implant had not got loose from the catheter and the other end was stuck in patient's tube. Most part of implant came out but a little part of implant remained in tube (breakage of the implant during placement). The broken pieces were retrieved by laparoscopy and the patient had no injury. The event device breakage is anticipated according to the technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case initially was regarded as other reportable incident. However, according to follow up information, a laparoscopy was required for device removal. Thus, this case was upgraded to incident. According to technical analysis of received sample, there is no reason to suspect a quality deficit of the product. No further information is expected.